Manufacturer narrative:
Investigation summary: a failure for incorrect drug susceptibility was reported on a phoenix m50 instrument (p/n 443624, s/n (B)(6) ). Under case (B)(4) , the customer reported a qc failure, and a bd field service engineer (fse) replaced a light source distribution board (lsdb) and both normalizers. The customer advised that after this visit, they achieved passing results for several days, but then they reported issues with results from tier b, stating that the results from tier a were better than tier b. A bd fse was dispatched to the customer location to investigate further, and the tier b lsdb was replaced. An optical alignment was performed, and the instrument was tested and verified to be operating correctly. The instrument was released back to the customer for normal use. The root cause of the failure mode is not known. This is a confirmed failure of a bd product. Samples were not received by quality for investigation and thus, returned material investigation could not occur. If samples are received at a later date, the complaint may be reopened. DHR review is not required for this complaint. The complaint was evaluated via other elements of the investigation. The results of this evaluation have not identified any new hazards, new risks, or specific trends. Service history for pf0788 was reviewed and revealed no other complaints related to results other than the previously mentioned case. Bd quality will continue to closely monitor for trends associated with this complaint. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint. H3 other text : see h10.

Event description:
It was reported that while using bd phoenix¿ m50 automated microbiology system false susceptible results were obtained by the laboratory personnel. The customer stated results were not reported out so there was no report of patient impact. The following information was provided by the initial reporter: " the user reported that after the last visit, the situation was fine for a few days and in group a the results are much better than b".

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd phoenix¿ m50 automated microbiology system false susceptible results were obtained by the laboratory personnel. The customer stated results were not reported out so there was no report of patient impact. The following information was provided by the initial reporter: "the user reported that after the last visit, the situation was fine for a few days and in group a the results are much better than b."